Event description:
"E iii," inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection and mobility. No further patient complications were reported.